Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the injury to the septum. It was reported this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). During use of one steerable guide catheter (sgc) with two different clip delivery systems (cds), the leaflets could not be grasped and the sgc with the cds slipped from the left atrium (la) into the right atrium (ra), losing access. On both occasions, the devices were removed without issue; however, the septum appeared to be injured. No treatment was performed for the injury to the septum. A new transseptal puncture was performed and the same sgc was used with a new cds without further issues. One clip was implanted, reducing mr to 1. There was no additional information provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no exception issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported tissue damage is listed in the instructions for use, as a known possible complication associated with mitraclip procedures. Based on available information, the reported unintended movement issue appears to be due to challenging patient anatomy. The reported patient effect of tissue damage appears to be due to procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.